Event description:
It was reported that the patient had syncope and was dizzy. It was also reported that the right ventricular (rv) lead had low impedance and apparent fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.